Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touch screen went to unintended screens/menus that the customer had not previously navigated to. Blood glucose was 418 mg/dl. The customer declined assistance from tandem technical support regarding the issue.